Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were notified of the event by the managing doctor and reported the patient's weight was unknown. It was reported the patient's pump had been replaced on (B)(6) 2018, and the patient was doing well. The patient was not complaining of pain. (Please refer to MFR report number 3004209178-2018-11329 regarding the pump replacement due to end of service). It was reported the physician was unable to determine why the cap could not be aspirated. It was reported the catheter was not removed/replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; ubd: (B)(4) 2012; UDI#: (B)(4) & product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; ubd: (B)(4) 2012; UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturing representative (rep). The patient's identifying information and device information was provided. The patient's indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2018 the rep called technical services to review programing as it related to programming bridge boluses, priming boluses, and minimum rate. The rep stated they had done a back table prime as the surgeon could not clear the catheter. Technical services reviewed the calculation for a partial bridge bolus and advised the rep that this was very close to the same flow rate as they were running the pump with the new 10 mg/ml concentration. It was indicated the rep was currently in the procedure and had to disconnect, therefore no additional information could be provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. The hcp reported the catheter was not the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial# unknown, implanted: unknown, product type: catheter; ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not known. It was reported a catheter problem was suspected but had not been confirmed. The physician did a catheter access port (cap) procedure under fluoroscopy in preparation for an upcoming replacement (due to end of service) and they were not able to aspirate. Implant techniques were reviewed. A catheter revision surgery was scheduled for the next day (B)(6) 2018, along with the pump replacement. The rep planned to provide additional information at a later time. It was indicated the patient had experienced increased pain. The symptoms were considered sudden. It was indicated the issue occurred on (B)(6) 2018. The patient¿s information was unknown at the time of the report. No further complications were reported or anticipated.